Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/ migration'), fallopian tube perforation ('fallopian tube perforation') and pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain/chronic"), female sexual dysfunction ("apareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), hypersensitivity ("nickel allergy? Unknown"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neurological condit/problems") and was found to have neoplasm malignant ("cancer"), antinuclear antibody positive ("ana (antinuclear autoimmune)"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial),bilateral salpingo-oopherectomy). Essure was removed on 1-aug-2019. At the time of the report, the device expulsion, fallopian tube perforation, pelvic inflammatory disease, neoplasm malignant, antinuclear antibody positive, weight increased, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and nervous system disorder outcome was unknown and the genital haemorrhage, pelvic pain, female sexual dysfunction, back pain, abdominal pain, urinary tract disorder, hypersensitivity, heavy menstrual bleeding and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, back pain, bladder disorder, device expulsion, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, nausea, neoplasm malignant, nervous system disorder, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events -apareunia, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, nickel allergy? Unknown, expulsion/ migration, fallopian tube perforation, ana (antinuclear autoimmune), pelvic inflammatory disease, bladder problems, urinary problems, pelvic pain date(s) of insertion: (B)(6) 2013 (as reported in ppf discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is marked for deletion as duplicate case is identified with follow-up information. All data from this case has been transferred to retention case (2018-058792). No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/ migration'), fallopian tube perforation ('fallopian tube perforation'), pelvic inflammatory disease ('pelvic inflammatory disease'), genital haemorrhage ('general abnormal bleeding') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), female sexual dysfunction ("apareunia"), back pain ("back pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), hypersensitivity ("nickel allergy? Unknown"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neurological condit/problems") and was found to have neoplasm malignant (seriousness criterion medically significant), antinuclear antibody positive ("ana (antinuclear autoimmune)"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, pelvic inflammatory disease, neoplasm malignant, antinuclear antibody positive, weight increased, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea and nervous system disorder outcome was unknown and the genital haemorrhage, pelvic pain, female sexual dysfunction, back pain, abdominal pain, urinary tract disorder, hypersensitivity, menorrhagia and bladder disorder had resolved. The reporter considered abdominal pain, alopecia, antinuclear antibody positive, back pain, bladder disorder, device expulsion, fallopian tube perforation, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, nausea, neoplasm malignant, nervous system disorder, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for events apareunia, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, nickel allergy? Unknown, expulsion/ migration, fallopian tube perforation, ana (antinuclear autoimmune), pelvic inflammatory disease, bladder problems, urinary problems, pelvic pain. Date(s) of insertion: (B)(6) 2013 (as reported in ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- event injury updated to pelvic pain. New events apareunia, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, nickel allergy? Unknown, expulsion/ migration, fallopian tube perforation, ana (antinuclear autoimmune), pelvic inflammatory disease, psych injury, bladder problems, urinary problems, fatigue, gi conditions, hair loss, dental probs., hormonal changes, headaches, nausea, nuero condit/prob, cancer, weight gain were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.